Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image is purple due to damage in charged coupled device is cause not established, outer tube is bent is cause not established, error 104 and error 111 is cause not established, charged coupled device has corrosion is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video telescope exhibited image is purple due to damage in charged coupled device, outer tube is bent, error 104 and error 111, charged coupled device has corrosion. There was no patient involvement.